Event description:
It was reported that the right ventricular (rv) lead had a "failure" and was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 414001, lead, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.